Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged approximately seven days post implant. A revision procedure was performed. The lead was successfully repositioned without incident. No adverse patient effects were reported.